Event description:
It was reported the patient had been using a patch over the ipg site for pain on (B)(6) 2012 and (B)(6) 2013. The patient has not been using the scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.